Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the top portion of the touch screen is not working; touch screen calibration was attempted but it did not acknowledge the top boxes and the calibration would not complete. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
The touchscreen assembly was tested and no failures were identified. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The touchscreen assembly was tested and no failures were identified.

Manufacturer narrative:
Updated.